Manufacturer narrative:
H10 manufacturer narrative: tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus (dm) and chronic kidney disease (ckd).

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve intervention after an implant duration of nine (9) years and seven (7) months due to calcific degeneration leading to stenosis with a mean gradient of 39mmhg. The patient presented with three syncopal episodes before the valve-in-valve procedure. A 26mm transcatheter valve was successfully implanted within the edwards surgical device. The patient was discharged home.

Manufacturer narrative:
Corrected data: h6 (device code(s): "1077- calcified" replaces "1153 - degraded". Added information to h6 (type of investigation). Updated b5 (describe event or problem). Updated h10 (additional manufacturer narrative). H10 additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus and chronic kidney disease.

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve intervention after an implant duration of nine (9) years and seven (7) months due to degeneration leading to stenosis with a mean gradient of 39mmhg. The patient presented with three syncopal episodes before the valve-in-valve procedure. A 26mm transcatheter valve was successfully implanted within the edwards surgical device. The patient was discharged home.

Manufacturer narrative:
Updated: b5 (describe event or problem), d4 (expiration date), h4 (device manufacturer date), h6 (device code). Per further information provided it was informed that the root cause for the reported stenosis was degeneration and calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve intervention after an implant duration of nine (9) years and seven (7) months due to stenosis with a mean gradient of 39mmhg. The patient presented with three syncopal episodes before the valve-in-valve procedure. A 26mm transcatheter valve was successfully implanted within the edwards surgical device. The patient was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.